Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient's stoma became wider since the last tube replacement procedure, resulting in "large number of gastric juices", causing irritation to the peristomal area. The patient was diagnosed with a fungal infection to the stoma site and was treated with oral fluconazole. It was later reported that the patient also developed granuloma in the stoma that is being topically treated with diprogenta cream, twice daily for seven days. The device remains implanted.